Manufacturer narrative:
Two lot numbers were provided for this incident. The information for each lot number is as follows: medical device lot #: 6342930, medical device expiration date: 11/30/2018, device manufacture date: 12/7/2016. Medical device lot #: 7081782, medical device expiration date: 3/31/2019, device manufacture date: 3/22/2017. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported that the safety shield of a bd vacutainer® safety-lok¿ blood collection set with luer adapter 23 g x 0.75 in. Did not cover the entire needle post use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: catalog number: 367284. Batch number: 7081782. Device history record review: a review of the device history record was completed for this batch. All inspections were in compliance with requirements. Customer sample/photo analysis: photos show a previously used slbcs sample with the needle protruding from the side of the safety shield. Nineteen customer samples were evaluated for breakaway, sustaining, and security forces. All force measurements met specification when tested in accordance with (B)(4) and (B)(4). Breakaway force: the force required to start moving the wing out of its extended position (front groove) sustaining force: the force required to smoothly move the wing along the slot between the safety shield to its retracted position (rear groove). Security force: the force required to disengage the wing from the retracted position (rear groove). Catalog number: 367284. Batch number: 6342930. Device history record review: a review of the device history record was completed for this batch. All inspections were in compliance with requirements. Customer sample/photo analysis: no physical/photo samples were received. Investigation root cause summary: we acknowledge that the customer had an issue with slbcs product in review of a customer submitted photo. However, no root cause from the manufacturing process was identified as a contributor to the reported failure.